Event description:
Customer reported an issue with spectrum monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the co2 module. The unit was calibrated and tested to factory specifications.